Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. Share logs data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. G3: date received by manufacturer - additional. G6: follow-up number - additional. H2: if follow-up, what type - additional. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.